Manufacturer narrative:
(B)(4). When investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer states that: "the system will show a green ready light but will not fluoroscopy. Digital images are available." The error code is: "system controller problem or error."